Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the active system within 10 minutes: 88 mg/dl and 50 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.